Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.